Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure ,the agiltrac balloon ruptured at 8 atmospheres during the first inflation. The balloon was completely removed and there was no adverse pt effect. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. A follow-up report will be submitted with any additional relevant info.